Manufacturer narrative:
Section b5: related manufacturer report number was inadvertently not included in previous report. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-02406.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a difficult connection of the driveline to the system controller was confirmed via the provided log files. The log files, containing data from the patient¿s primary and backup controllers, collectively contained data spanning approximately 5 hours ((B)(6) 2021, 5:45 ¿ 10:34 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. The patient¿s driveline was observed to be have been disconnected from the primary controller at 9:02. The driveline remained disconnected from the primary controller throughout the remainder of the data. The driveline was observed to have been connected to the backup controller at 9:12, approximately 10 minutes after being disconnected from the primary controller, which appeared consistent with the reported difficult driveline connection. No other notable events regarding the controllers were observed. The system controller (serial number (B)(6)) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook addresses the proper steps for connecting the driveline to the system controller. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient collapsed at home on (B)(6) 2021 at 8:22am. The patient had a sudden flow drop and the low flow alarm was present. The patient's partner exchanged the controller but did not insert the driveline well. The pump stopped for at least 30 minutes due to insufficient controller exchange. The patient was resuscitated and arrived at the hospital. The patient was placed on extracorporeal membrane oxygenation (ECMO) and a computer tomography (CT) scan showed an outflow graft occlusion close to the aortic root. A stent was inserted to re-open the outflow graft. The patient passed away on (B)(6) 2021 due to a hypoxic brain. The pump was manually stopped.